Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an increase in capture that resulted in a loss of capture. There was also an increase in r-wave sensing and an increase in impedance values on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable.